Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date ¿ the patient was implanted on either (B)(6) 2016 or an unknown date in 2015. Concomitant medical devices - unknown persona tibial component catalog #: ni lot #: ni, unknown persona tibial component catalog #: ni lot #: ni. It is indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is not known at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this complaint; please see all reports associated with this event: 0001822565-2018-05589, 0001822565-2018-05590.

Event description:
It was reported that the patient is alleging harm caused by the device following left knee arthroplasty; however the nature of the harm is unknown at this time. Attempts have been made, however, no additional information is currently available.